Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device battery impedance had increased and resulted in the replacement of the device. During the device re placement procedure the physician opened the pocket and removed the device, the ventricular lead was disconnected, and the psa measurement was attempted, however after connecting an alligator cable there was no sensing. Despite the replacement of the psa cable and the alligator clip cable, a sensing value could not be obtained, low lead impedance, and intermittent failure to capture the heart/pace at the maximum output. The lead integrity was checked by x-ray and confirmed a lead fracture near the pocket and the physician indicated that the lead was possibly cut during the opening of the pocket. The lead was capped and replaced. No patient complications have been reported as a result of this event.